Manufacturer narrative:
Follow-up #1: date of submission 02/12/2015 device evaluation: the device has been returned and evaluated by product analysis on 01/29/2015 with the following findings: investigators were unable to duplicate complaint about keypad. The keypad is intact with no evidence of peeling or damage. All keys are responsive. Removed the keypad, no evidence of contamination on key contacts. The display is dim and pink.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the up arrow and down arrow buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.